Event description:
It was reported that the patient's system was explanted due to a (B)(6) infection. The patient was later re-implanted, indicating that the infection cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3093-28, lot# v621110, implanted: 2011-(B)(6), explanted: 2012-(B)(6); programmer model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the date of the onset of infection was 6 months post-operative. Perioperative antibiotics were administered. Symptoms reported were drainage with the primary site of the infection being the device pocket. A culture taken grew (B)(6). The patient's treatment involved the total device system being explanted. The patient's outcome was reported as having her infection resolved and that the patient was successfully reimplanted on (B)(6) 2012. It was noted that the patient had a risk factor of breast cancer. If additional information is received, it will be included in a supplemental report.